Manufacturer narrative:
Concomitant medical products: t505u25 valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a muscle twitching over the left pectoral that radiated into their arm. It was noted that there was a lead impedance warning and a polarity switch on the right ventricular (rv) lead. It was also found that there was high thresholds on the rv lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.